Event description:
It was observed during the device evaluation; the plastic distal end cover of the gastrointestinal videoscope was burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the plastic distal end cover of the gastrointestinal videoscope was burned. Based on the results of the investigation, the definitive root cause could not be determined. It is possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope gif/cf/pcf-290 series operation manual chapter 4 operation:4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.